Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error and they were unable to clear the alarm due to an unresponsive keypad. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 130 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. During visual inspection insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners